Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that not all images transmitted were being stored in intellispace pacs. Preliminary investigation indicates the issue was caused by the images being moved to an errors folder due to a intellispace pacs product malfunction. There are no reports of pt harm as a result of this event.